Manufacturer narrative:
Product analysis: the analysis was able to confirm the customer comment of the external pulse generator (epg), displayed an error code . It was also determined at analysis that the main pcb is out of electrical specification. The epg has internal contamination. The output connector assembly is broken, and the hanger assembly is cracked. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), displayed an error code. The epg was returned to service and repair. There was no patient involvement. It was further reported that the external pulse generator (epg), subsequently tested out of specification during manufacturer's analysis.